Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderate to severely calcified anastomosis in hemodialysis channel of left arm. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, on the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and patient status was stable.